Manufacturer narrative:
Product event summary: at analysis the customer comment that the device would not power up was confirmed and it was additionally noted that both wires on the liquid crystal display were pinched, with the white wire exposed and that the wires were routed incorrectly over the battery compartment, and that one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The electrical and mechanical parts were inspected, the device was re-calibrated and functionally tested and passed its final quality assurance tests. Iif information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator would not power up, and it was noted on the return paperwork that came in with the device that it was unable to complete its post-test. The generator was returned to service. There was no patient involvement. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.